Event description:
It was reported via stelobot that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The biosensor was inserted into the back of the upper arm on (B)(6) 2025. Prior to the event, the consumer's cgm readings were reported as ¿normal,¿ though no specific values were provided. On the morning of (B)(6) 2025 at approximately 6:30 am, the consumer got up to take a shower. During this time, her blood glucose dropped, and she lost consciousness. No symptoms were reported prior to the event. At the time of the incident, the cgm app continued to display ¿normal¿ readings. The parent observed that the consumer was unresponsive and administered glucose tablets and lemonade. The consumer regained consciousness shortly afterward and began to feel better, though she remained fatigued and stayed home from school to rest for the remainder of the day. No glucometer readings were taken during the event, and no alerts or low glucose readings were visible in the stelo app at the time of the report. The parent confirmed that no medical treatment or intervention by a healthcare provider was sought. The consumer was not hospitalized and recovered at home. No additional event details were available at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.